Manufacturer narrative:
Title: feasibility, safety, and efcacy of artificial carbon dioxide pneumothorax for computed tomography fluoroscopy-guided percutaneous radiofrequency ablation of hepatocellular carcinoma source: japanese journal of radiology (2021) 39:1119¿1126 https://doi.org/10.1007/s11604-021-01148-y. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated outcomes of 24 patients who underwent artificial co2 pneumothorax for CT fluoroscopy-guided percutaneous rf ablation of hepatocellular carcinoma (hcc) between april 2011 and december 2017. The rf ablation was performed using a 17-gauge internally cooled electrode with a 2- or 3-cm exposed tip (cool-tip rf ablation system). Reported complications included intra-abdominal hemorrhage in two cases. Interventions were not specified but complications listed as ¿minor.¿